Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that a manufacturers representative attempted to connect to the ipg, and set it to surgery mode, but they instead received a message stating "replace generator", the generator has reached the end of its service. Contact your physician to schedule a replacement." Surgical intervention may take place at a later date.

Manufacturer narrative:
The report of device displayed the end of life message was confirmed. As received, the returned device had declared elective replacement indication (eri) and end of life (eol). A longevity calculation and analysis of the returned ipg confirmed normal battery depletion to the end of life (eol). Ipg failed proclaimxr battery warranty criteria since the patient used continuous dosage as well as amplitudes that exceeded the specified maximum of 0.7ma. Per the product return investigation, the returned ipg confirmed normal battery depletion. As such, this event no longer meets the reportability criteria.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was restored post op.